Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced the high blood glucose of 550 mg/dl which was treated with the manual injection. The customer had using the insulin pump system within 48 hours of the high blood glucose. The customer declined the high blood glucose troubleshoot. The device will not be returned for the analysis.

Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test, excessive no delivery test and displacement accuracy test. Device passed the delivery accuracy test at 0.08705 inches. The test minilink transmitter with the glucose sensor simulator and the test blood glucose meter communicates properly to the device. (B)(4).